Event description:
It has been reported that the bd plastipak¿ 50ml luer-lok syringe has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: description of the facts: the plunger of the syringe is blocked. Clinical consequences observed: this declaration of materiovigilance was the subject of a declaration to the ansm: no. The offending device is at your disposal for expertise: yes.

Manufacturer narrative:
H.6. Investigation summary: one physical sample and one photo were provided to our quality engineer for investigation. Upon inspecting the product, no damage or molding defect was observed that could have contributed to the reported failure. A device history review was performed for reported lot 1903256, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed, and there was no difficulty with the plunger movement. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. Conclusion: since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, and test performed with retained samples are within specification limits, the root cause of the alleged defect cannot be determined. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 50ml luer-lok syringe has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: description of the facts: the plunger of the syringe is blocked clinical consequences observed: this declaration of materiovigilance was the subject of a declaration to the ansm: no. The offending device is at your disposal for expertise: yes.